Event description:
Device report 1 of 2: ref MFR report - 1627487-2012-09626. It was reported the pt had been diagnosed with a superficial infection at both the ipg incision and the lead incision site. The pt is being treated with antibiotics. The pt is working with his physician to determine a resolution to this issue.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.